Manufacturer narrative:
The investigation determined that a lower than expected, non-reproducible vitros valp result was predicted from a single patient sample and a higher than expected result was obtained from a vitros tdm pv fluid tested on a vitros 4600 chemistry system. The most likely assignable cause of the lower than expected patient sample result is an instrument related issue. Analyzer condition codes that indicated suboptimal reagent metering performance and sample metering and reagent metering pressure profiles from the affected sample were atypical. The most likely assignable cause of the higher than expected vitros tdm pv iii result was not determined by the investigation. An instrument related issue was not a likely contributor to the event as there were no analyzer condition codes at the time of the event that indicated an analyzer related issue. However, since no diagnostic precision testing was performed an instrument related issue cannot be entirely ruled out. A reagent related issue cannot be entirely ruled out, however, the issue was isolated to the single event, and if that higher than expected result were removed the accuracy and precision were acceptable. The customer was questioned about this event and could not provide any details; therefore, a fluid handling issue cannot be ruled out as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a higher than expected vitros therapeutic drug monitoring performance verifiers (tdm pv) quality control result and a lower than expected; non-reproducible vitros valp result predicted from a single patient sample tested on a vitros 4600 chemistry system. Patient sample valp result of <69.3 ¿mol/l vs. The expected result of 350 ¿mol/l. Vitros tdm pv iii q7653 valp result of >1039.5 ¿mol/l vs. The expected result of 779.4 ¿mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tdm pv q7653 valp result of >1039.5 ¿mol/l was a non-patient sample result. The lower than expected valp result of <69.3 umol/l was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).